Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was hospitalized. Follow-up information received from the patient's pd nurse indicated the patient was diagnosed with peritonitis. The patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. Per the nurse as of (B)(6) 2016 the patient's signs and symptoms of peritonitis were resolved, and the patient was able to continue complete continuous cycler-assisted peritoneal dialysis. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.